Event description:
It was reported that the core micro drill overheated during testing. The event occurred during a routine maintenance visit. Ther was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The customer is declining to return the product at this time. If the product is returned and add'l info becomes available, a f/u report will be submitted.